Event description:
I am a (B)(6)-year-old female with a hereditary predisposition to thyroid disease, osteoporosis and osteoarthritis. In approximately 1999, uncontrollable through medication­ hashimoto's resulted in the removal of my thyroid gland. Throughout the years, I have been closely monitored for osteoporosis and arthritis - bone density, x-rays, full body bone scans. I have had no problems -increased bone density with fosamax. Exercise and therapy for joint problems -largely, tendinitis due to activity and abuse-. In 2003, my knee "popped", resulting in excessive fluid build-up. After therapy and draining proved to be little help, synvisc injections were recommended. I had them in (B)(6)2003. At that point, my joints/cartilage was intact or as intact as could be expected-. I had a violent, serious systemic pain reaction to the first synvisc injection. Subsequent injections caused no problems. The medication did not offer substantive relief. In (B)(6) of 2004, hand, foot, shoulder, and elbow pain became crippling. X-rays and examination by a hand specialist in (B)(6) 2004, indicated that there is no cartilage in my hands, elbows. I believe that the synvisc injections may have caused a thyroid auto-immune response resulting in the destruction of existing cartilage. The recommended solution is tendon grafting to "create" cartilage in the affected joints. Since I make my living sculpting stone/bronze and painting, the pain is devastating both physically and mentally. I believe that the rare combination of a lack of a thyroid gland, thyroid auto-immune reaction and the drug may have triggered an anomalous response to synvisc, resulting in my disability and the need for surgical repair. Destruction of cartilage throughout body - examination / diagnosis / splinting in (B)(6) 2004.